Event description:
It was reported that a caregiver had their finger cut open on an i.v. Pole. The caregiver was changing the sheets on the stretcher. When he pulled back on the sheet, he cut his finger on the slotted base of the IV pole. The wound was cleaned and bandaged. No other medical treatment was required.